Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that power on reset occurred. It was also reported that this was the third reset in the last two weeks. The device was reprogrammed to clear the errors and remains in use. No patient complications were reported as a result of this event.